Event description:
Boston scientific received this implantable cardioverter defibrillator (ICD) from a funeral home post mortem explant. No allegations against product function during the implanted duration and no communication from the medical facility at the time of patient death. Initial laboratory analysis determined that this device had no telemetry. Medical records data states the device was explanted over one year prior to the post market return. Analysis remains ongoing to determine root cause.

Manufacturer narrative:
This event will be updated upon completion of the analysis.

Manufacturer narrative:
(B)(4) laboratory analysis has concluded. Engineers confirmed the device failed to exhibit telemetry and that the battery had depletion to the level of storage mode. Through our detailed level of investigation along with returned product testing, it's been concluded that the device had no telemetry due to a depleted battery which resulted from the device not being deactivated post mortem. No further anomalies were reported or exhibited during our laboratory evaluation. Should additional information become available, a follow-up report will be submitted.